Manufacturer narrative:
This is a final report. The meter was returned and an investigation utilizing the meter and retained test strips lot no: 1353235 has determined the complaint is not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed. The actual date when the medical event occurred is unknown. The event date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on and because of this he could not test. Customer further reported he self-presented to a local healthcare facility and noted his blood sugar "was high". Customer was admitted to the hospital and given unspecified treatment. No further information was provided by the customer because he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.